Event description:
The account stated since (B)(6) 2011, they have had three beds that have had one of the casters come off the base frame due to the screw being loose in the caster tube. No injuries.

Manufacturer narrative:
Technical support instructed the account to inspect the screw holes for wear and to apply additional loctite to the screws. The account has not completed repairs.